Event description:
It was reported that the physician claimed the lead was defective. The lead was not used. No further information was provided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal lead characteristics.